Event description:
When the subject device was used for a procedure for the first time, a high-pitched sound was emitted for an instant by the subject device during activation of the ultrasound output. When the user stopped the procedure temporarily, and cleaned the probe of the subject device using a toothbrush, the probe broke off. The procedure was completed with a spare device. There was no patient injury reported.

Manufacturer narrative:
The subject device and the combination devices that were used with the subject device, sonosurg transducer sonosurg-t2h-c and sonosurg connection cable maj-1121 were returned to olympus. It is confirmed that the probe broke off at 16.5 mm from the distal end. There were not any scratches around the broken point. The shape of the fracture surface showed that the crack developed from the broken point as the starting point. Sonosurg-t2h-c and maj-1121 that were returned from the user were connected to sonosurg-g2 set and t3905 that olympus owns for evaluation purpose, and an abnormality did not occur while ultrasonic output was activated. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, we have concluded that the probe broke because physical stress due to the cleaning was applied to the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force, pushing a probe against there hard tissue or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this phenomenon. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.